Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: on investigation, the pump powered on and the display screen remained blank. Investigation duplicated the complaint of a blank screen. Moisture was found in the battery compartment and inside the pump¿s interior compartment on the oled wiring and connector. A leak test failed due to a crack in the battery compartment at case seal to the left side of the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the display screen was blank. There was no indication that this issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.